Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and suggested reprogramming the device to resolve the issue. The reprogramming is anticipated to be performed at follow-up. The patient was in stable condition.